Manufacturer narrative:
Per the clinic, it was reported that there is no infection is present and it was only an inflammatory reaction to the duraseal. This report is submitted on aug 02, 2021.

Manufacturer narrative:
This report is submitted on june 02, 2021.

Manufacturer narrative:
This report is submitted on 23 apr 2021.

Event description:
It was reported that the patient experienced an infection due to duraseal allergic reaction used in the initial surgery. The device was explanted on (B)(6) 2021. The reimplantation is planned but has not taken place as of the date of this report.